Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a backup battery fault and controller internal fault was confirmed via the log file review. The log file spanned approximately 1 days (B)(6) 2020 per the timestamp). A controller internal fault alarm activated on (B)(6) 2020 at 19:16 due to a controller boost over voltage fault. The alarm continued to be active until the controller was powered down on (B)(6) 2020 at 09:45. The controller internal fault alarm coincided with a backup battery fault alarm (internal error code f34) which activated on (B)(6) 2020 at 19:16 due to a ebb circuit fault. A backup battery not installed alarm resolved the backup battery fault issue and activated on (B)(6) 2020 at 19:58 and 20:00 due to disconnecting the backup battery. The backup battery not installed alarm resolved after reconnecting the backup battery. The alarms did not affect the controller¿s ability to operate the pump at the set speed limit. No other notable alarm was observed. The returned heartmate 3 system controller, serial (B)(6), was functionally tested with the returned backup battery, serial s(B)(6). The controller was connected to a mock circulatory loop for an extended period of time without any issue. The controller functioned as intended during the analysis. A root cause of the reported event was not determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use (rev. C) section 3 entitled ¿powering the system¿ and heartmate iii patient handbook (rev. C) section 3 entitled ¿powering the system¿ addresses how to properly switch between power sources. Heartmate iii instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including controller internal fault, backup battery fault, no external power, and power cable disconnect. Heartmate ii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 17oct2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient experienced continuous controller fault alarms. It was reported that after hooking up to the mobile power unit (mpu), backup battery fault alarms occurred. After attempting to change the backup battery in the primary system controller is when the controller fault alarms were noted to have occurred. Pump parameters were within normal limits. When attempting to connect the primary system controller to the mobile power unit, the system controller would not connect and then the mobile power unit immediately started alarming with a hazard low battery, critical fault yellow wrench alarms. The patient received a new mobile power unit and the primary system controller was exchanged. The mobile power unit is documented in manufacturer report number 2916596-2020-05492.